Event description:
It was reported that during a gastroplasty procedure, the reload fired malformed staples. The case was completed with another device. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.